Manufacturer narrative:
Investigation summary: the root cause category is equipment - mechanical failure; air in the brine dosing line. Pr - # was completed for a previous confirmed cell damaged/leaking complaint for this batch. Evaluation of the wrap by technical services determined the root cause was the same for this complaint. Evaluation of the wrap shows the brine reached the edge of the cut wrap allowing for chemistry leakage outside the cell pack. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. The brine addition is designed to target the centre of the cell. Examination of the unsealed areas of the wrap found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry and it was not caused by blown cells. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. Typically air in the line presents as either a shortage of brine being dosed to the cell or when the air discharges it can tend to blow some of the chemistry and brine mix out of the cell. The most probable cause is when the cell is dosed with the brine, air in the line could splash the chemistry out of the cell preventing the top and bottom sheets sealing. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detect and a calibration of brine dosing pumps (sop-# calibration of brine dosing pumps, version 4.0, effective date: 12sep2017) will be performed. There were no defects recorded during the in process quality inspections. Our manufacturing operations employ quality control procedure

Event description:
Event verbatim [preferred term] one of the heat cells ruptured [device leakage] , . Case narrative:the initial case was missing the following minimum criteria: no ae. Upon receipt of follow-up information on 05oct2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare menstrual) lot number t26693, expiration date aug2020, from unknown date for pain. Medical history and concomitant medications were not reported. Consumer previously received thermacare heatwrap and had no adverse effect. Consumer had used this product for years, and today ((B)(6) 2017) was the first time one of the heat cells ruptured. She didn't know if it happened on it's own, or if it happened when one of her dogs jumped on her. The action taken in response to the event of the product was unknown. The outcome of heat cells ruptured was unknown. As of (B)(6) 2018, according to product quality complaint group: the root cause category is equipment - mechanical failure; air in the brine dosing line. Pr - # was completed for a previous confirmed cell damaged/leaking complaint for this batch. Evaluation of the wrap by technical services determined the root cause was the same for this complaint. Evaluation of the wrap shows the brine reached the edge of the cut wrap allowing for chemistry leakage outside the cell pack. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses for each cell. The hoses are connected to individual nozzles aligned with each cell. The hoses are connected to the nozzles with pressure fit couplings. The brine addition is designed to target the centre of the cell. Examination of the unsealed areas of the wrap found that the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. The unsealed area is translucent indicating that it was not stray chemistry and it was not caused by blown cells. The area appears to have been left unsealed due to the brine being in the area around the cells preventing them from sealing. Typically air in the line presents as either a shortage of brine being dosed to the cell or when the air discharges it can tend to blow some of the chemistry and brine mix out of the cell. The most probable cause is when the cell is dosed with the brine, air in the line could splash the chemistry out of the cell preventing the top and bottom sheets sealing. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detect and a calibration of brine dosing pumps (sop-# calibration of brine dosing pumps, version 4.0, effective date: (B)(6) 2017) will be performed. There were no defects recorded during the in process quality inspections. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of (B)(6) 2018, according to product quality complaint group: the root cause for this investigation was revised per investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Follow-up attempts completed. No further information is expected. Company clinical evaluation comment the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.